Event description:
It was reported that the patient arrived at the hospital for dialysis with the arterial extension tubing filled with blood. When trying to aspirate the 'heparinlock', air came into the arterial tubing. After removing, a leakage was noted just external to the bifurcation of the arterial line.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. A hole had developed in the d/l tubing just distal to the bifurcation, which allowed the arterial lumen to leak. The surface of the material around the split was granular. The hemosplit catheter exhibited signs of use. The d/l tubing was discolored. The printing on the bifurcation and the extension legs was worn. Residue was visible on the clamps. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unknown. No defects related to the manufacturing process were found on the complaint sample. A chr of lot #reqd0653 showed no other similar product complaint(s) from this lot.